Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during functional testing and review of the archive data. The root cause of the (ua) 07 advisory message was the defective load cell module 1, likely attributed to mishandling such as a drop or a defective component. The reported complaint of a loose load plate cover was confirmed during visual inspection. The load plate cover had a hole that affects the watertight seal. The probable root cause for the observed physical damage was user mishandling. The load plate cover will be replaced to address the damage. Upon further visual inspection, the front cover had a crack in the front end area, unrelated to the reported complaint. The probable root cause for the observed physical damage was user mishandling. The front cover will be replaced to address the damage. A review of the archive data showed multiple (ua) 07 around the event date; thus, confirming the reported complaint. The autopulse platform failed functional testing due to the (ua) 07 advisory message displaying upon powering up the platform, thus, confirming the reported complaint. The load sensing system detected a weight/load imbalance between the two load cells. The load cell characterization test indicated that load cell module 1 was defective (over reporting), affecting the linearity of the two load cells installed in the autopulse platform. The load cell module 1 will be replaced to remedy the complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the customer reported the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The display screen shows a pull up lifeband issue even after changing the lifeband. The rubber area on back of the platform where the lifeband connects seems loose but the lifeband is able to be changed without issue. Patient's status information was requested but the customer did not provide a response.